Event description:
It was reported that a spectrum iq infusion pump displayed error message to close door even when it was closed during programming/setup in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6. H11: the device was received for evaluation. During functional testing, ' error message close door even when it is closed' was not reproduced. A review of the event history log did not confirm a closed-door alarm. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be loose mechanism screw. Mechanism requires to be reinstalled to address this issue. Should additional relevant information become available, a supplemental report will be submitted.